Event description:
It was reported that the patient experienced pain at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model:sc-2317-50. Serial: (B)(6). Batch: 5134998. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model:sc-2317-50. Serial: (B)(6). Batch: 5134942. UDI: (B)(4).